Manufacturer narrative:
The t:flex user guide states, "your t:flex pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple auto-off alarms. The customer's blood glucose (bg) level was 300 (mg/dl). A bolus via the pump was delivered to address bg level. Tandem technical support reviewed the auto-off safety feature with the customer.